Event description:
Hospitalization reported due to diabetic ketoacidosis. The blood glucose reading at the time of the event was over 500 mg/dl. Customer also mentioned that she has experienced low blood glucose. Customer has been using insulin pump therapy for six months. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.